Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test range is 200 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to doctor's test results; received 247 mg/dl on (B)(6) 2015 during visit to doctor's office. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 28 mg/dl and 29 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is (B)(6) 2015. Recall test results performed fasting from meter memory(date/time not set): 44mg/dl (B)(6) 2015 01:24pm; 35mg/dl (B)(6) 2015 01:23pm; 269mg/dl (B)(6) 2015 01:04pm; 30mg/dl (B)(6) 2015 12:00pm; 32mg/dl (B)(6) 2015 05:27pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).